Event description:
The plate bent and was replaced with a longer plate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
As received, the bone plate is observed to be bent across the third screw slot and there is a partial break in the plate across this third screw slot. The device history record was reviewed and no discrepancies were observed. The information provided is insufficient to determine whether this event would be associated with the device. Although the limited sem analysis results would suggest the plate was subjected to excessive forces causing it to bend and partial break across the third screw slot due to material fatigue.